Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there was no sample available for review. Additionally, there was no visual evidence to support the reported issue. There was one other complaint found related to this lot number for this failure mode and issue. Risks associated with the failure mode "catheter damage (leakage/breakage) - delay in procedure - catheter needs to be replaced, IFU warning states to not use hemostats or clamps on catheter hub connection -tape strips placed on catheter tubing - IFU instructs user to never place tape strips on catheter tubing. This will compromise the strength and integrity of the tubing" were evaluated. No field action required. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and an internal investigation was initiated to address this issue. The investigation is currently in the effectiveness phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
A report was submitted via medsun (B)(4) stating a patient on second day post-operation, remaining nothing by mouth (npo) for bowel rest due to bowel resection. Patient requiring central line access for IV nutrition. Patient¿s dressing became quickly saturated with total parental nutrition (tpn), and then blood began to backup in to the dressing from the connecting hub inside the dressing. Once it was undressed, the hub of the actual catheter was found to be cracked down the middle and split, allowing leakage. Line was subsequently pulled. The peripherally inserted central catheter (PICC line) catheter cracks. Recommendation: using a different catheter, or using extreme caution when tightening the luer lock, especially a sliding luer lock. PICC line removed due to crack. Cracked PICC line was not saved.

Manufacturer narrative:
UDI related data quality updates only.